Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps medfusion 4000 pumps of plunger mechanism broken was verified upon visual inspection. Physical condition of the device revealed top case chipped on corners, cracked right plunger case with broken lever, bottom case gasket damaged. Action was taken to replace right plunger case. Replaced lead screw and both clutch halves as a preventative measure. Performed occlusion test which device passed all functional testing.

Event description:
Investigation completed and summary in h10.

Event description:
It was reported that a smiths medical pump had a plunger mechanism broken. No patient involvement.